Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 19mm aortic bioprosthetic valve that now presents with aortic stenosis after an implant duration of nine (9) years, ten months. The patient is being evaluated for valve in valve. Pending patient decision. Attempts to obtain additional information have been unsuccessful.